Event description:
The customer reported high blood glucose. No blood glucose reading was replaced. The customer stated that she believes her high blood glucose was due to an infusion set change and she treated with manual injections. The customer called back and stated that her blood glucose is still running high. Paramedics were called out. A follow up report revealed that the customer was hospitalized for high blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (See scanned pages).